Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Product analysis:visual and microscopic examination of the associated set screws and rod identified set screw deformation and mo rphology consistent with full tightening. Unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior cervical fusion at c2-t2 to treat degenerative spine disease. It was reported that the rod slid out of the domino. The patient underwent a revision surgery to replace the domino. No additional patient complications were reported.